Event description:
A 4fr, 60cm single lumen v-cath PICC leaked.

Manufacturer narrative:
(B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. A follow-up report will be submitted once the device in question has been evaluated and a investigation analysis is completed (B)(4).